Event description:
A customer reported that the cartridge was not fully snapped into the insulin pump. There was no adverse impact to the customer's blood glucose level. The customer was instructed to remove the pump case, clean the pneumatic tap area, remove an o-ring, and successfully reloaded the original cartridge, allowing them to resume insulin therapy.